Event description:
During a rotator cuff repair it was reported that the threads of the anchor collapsed after insertion. The surgeon was confident that all loose pieces were removed from the patient. As a backup the surgeon used a 5.5 twinfix ultra ti triple loaded anchor, using the same hole that the healicoil was being used in. This caused a 15-20 minute delay in the case. The patient did not require any additional monitoring. This was a female in her late 60's with poor bone quality. The broken pieces are not available to investigate. No x-rays are available for review.

Manufacturer narrative:
There is nothing returning for analysis purposes. (B)(4).